Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a spd manager regarding a navigation instrument outside of a procedure. The caller indicated that the site damaged their spine clamp so the instrument was planned to be replaced. There was no patient involved with this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the damaged instrument will not tighten.

Manufacturer narrative:
Lot number should have been provided in the initial report: lot number: 160325. If information is provided in the future, a supplemental report will be issued.